Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 411mg/dl. The customer states they treated with pump. The mother states the customer had issues with sensor and blood glucose readings. The customer had lows and treated with candy, but soon after had the high blood glucose level. Troubleshoot was conducted. The customer was advised that the sensor appears to be responding to change in glucose. The customer was advised to monitor the device and call back if issues persist.